Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of 426 mg/dl. During troubleshooting, customer reported that there was an air bubble on top of reservoir. Customer was able to remove the air bubble and continue troubleshooting. Reservoir is not expected to return for failure analysis.